Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported issue with system during treatment while cutting the flap. System was completely shut off except for the screen. No impact to eyesight was reported. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile, it was the patient's right eye. Logfiles shows that the treatment was canceled during bed cut by the device, after the following message displayed as scanner interlock activated\n\npress ok and follow instructions. Finally, turn key switch to off and call service. Afterwards, the device was restarted and calibrations check could be performed successfully. No further treatments were performed on the treatment day. It was confirmed that an error regarding the x/y scanner occurred. The laser shut-off as intended for this error message. Automatic interruption of treatment and repeating the cut procedure is state of the art clinical practice. There was no impact on the eyesight of the patient. The patient can be treated again after an appropriate healing time. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).